Manufacturer narrative:
This information is unknown. 510k: this report is for an unknown trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The broken screw head was removed from the patient. The screw shaft was left to be implanted. Device has not been implanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation (orif) was applied to finger fractures on (B)(6) 2018. One (1) 1.5mm screw was broken off during insertion. Without removing the fragment, the surgeon completed the surgery within a 30-minute delay. No other adverse consequences to the patient were reported. Patient outcome is stable. This report is for an unknown trauma screw. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) for finger fractures on (B)(6) 2018, the 1.5mm screw broke during insertion. The broken screw head was retrieved, the screw shaft remains in the patient. Surgery was completed with a delay of approximately 30 minutes. Patient status reported as stable.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Event description update. Device malfunctioned intra-operatively and was not implanted / explanted. Initial reporter name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.